Manufacturer narrative:
Title: outcome for esophageal cancer following thoraco-laparoscopic esophagectomy: a single institution experience source: ann. Cancer res. Ther. Vol. 29, no. 1, pp/ 68-72, 2021. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of study performed between january 2016 and january 2021, a prospective study analyzed the outcomes of patients with esophageal cancer following thoraco-laparoscopic esophagectomy (tle). It is noted that the gastric tube was prepared outside the abdominal cavity. There were 52 patients included in the study and post-operative complications included one death due to gastric tube leakage. The patient was re-operated on the post op day (pod) 10. The patient died on pod 14 due to septicemia and multi-organ failure.